Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an unknown 23mm pericardial valve that requires valve in valve implant after an unknown implant duration due to stenosis secondary to calcification. The patient was implanted with a 23 mm sapien xt. The patient condition was reported as good but required CPR and use of balloon pump.